Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump stopped working and the customer ended up in the ICU. The customer¿s blood glucose was 490 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump down buttons was unresponsive. No troubleshooting was performed and customer's parent stated that they will call back when they get home. The insulin pump is not expected to return for analysis.